Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis service account was getting locked out, causing login authentication issues on both the server and medstations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis service account was locking out causing login authentication issues on server and medstation. A technical support specialist (tss) identified ad (active directory) authentication errors, blocked ports, and sspi-related issues found in logs during troubleshooting. The tss shared relevant technical information and the deployment guide with the customer. Customer confirmed that the hospital it (hit) team successfully resolved the issue. The system functioned as intended after the hospital it (hit) team resolved the issue.